Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3093-28, lot#: v799458, implanted: (B)(6) 2011, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the patient still dripped and the device hurt her hip each time she sat. The patient stated that there wasn't any reason to remove the wires. There were no further symptoms or complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with a neurostimulator. It was reported that the patient had the stimulator removed because it was irritating every time she would sit. The patient stated that the wires were still implanted but she was unsure. The patient mentioned that the stimulator was removed but it was 2-3 years ago. There were no further symptoms or complications reported or anticipated.